Event description:
Same case as MDR ID#: 2134265-2010- 04849. It was reported that during a percutaneous transluminal angioplasty treatment procedure the guide wire perforated the balloon catheter. The 80% stenosed lesion was located in the non-tortuous and mildly calcified left posterior tibial artery. The physician advanced the .014 x 145cm platinum plus guide wire across the lesion. Next, while the 3mm x 40mm x 145cm sterling balloon catheter was advanced through the mid popliteal artery the guide wire perforated the "mid balloon" area of the sterling. The balloon was never inflated. The physician removed both devices together as a unit. The procedure was completed with another sterling balloon and a non-bsc guide wire. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID#: 2134265-2010- 04849. It was reported that during a percutaneous transluminal angioplasty treatment procedure the guide wire perforated the balloon catheter. The 80% stenosed lesion was located in the non-tortuous and mildly calcified left posterior tibial artery. The physician advanced the .014 x 145cm platinum plus guide wire across the lesion. Next, while the 3mm x 40mm x 145cm sterling balloon catheter was advanced through the mid popliteal artery the guide wire perforated the ¿mid balloon¿ area of the sterling. The balloon was never inflated. The physician removed both devices together as a unit. The procedure was completed with another sterling balloon and a non-bsc guide wire. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device revealed that the distal tip was severely elongated and the core wire was detached/separated from the distal bald weld. No other damage or inconsistencies were noted. Sem analysis of the proximal fracture site revealed that the fracture surface exhibited fatigue striations along with elongated dimple ruptures in tear planes indicative of a cyclic bending action. No material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).